Manufacturer narrative:
This event occurred in (B)(6). Facility name - the full facility name was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant hemoglobin a1c gen.2 (hba1c) on a c513 analyzer. The c513 analyzer is not sold in the united states, but is similar to the cobas 6000 analyzer series. The sample initially resulted as 10.3 % and this value was reported outside of the laboratory. The value was not believed, so the sample was repeated, resulting as 5.2 %. It was stated that the repeat result was confirmed. The patient was not adversely affected. The hba1c reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer and found that a syringe was loose. As a precaution, he also replaced the photometer lamp. After these actions, no other issues were reported.